Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that in late 2009, the patient began experiencing pain in her lower back. The patient was diagnosed with a pars defect and instructed to complete physical therapy for two to four months. In (B)(6) 2010, the physical therapy was not relieving lower back issues and ceased the physical therapy. In (B)(6) 2010, the patient underwent spinal fusion from l5-s1. The patient was implanted with rhbmp-2/acs. Post-op, the patient began to suffer from numbness in left leg and buttocks as well as radiating pain in lower back and legs.